Event description:
A pt was in a usual state of health until 3/23/96. On 3/24/96 his wife was not able to arouse him. At the hospital his temperature was slightly evaluated and his blood sugar was 1091 mg/dl. He was admitted to the hospital with hypersmolar shock and r/o sepsis. The pt indicated that he reduced the amount of insulin based on the co meter 3 readings of "lo" (less than 20 mg/dl). Upon investigation it was discovered that the customer was given different reagent strips instead of correct reagent strips. Product labeling specifies the only specified reagent to be used with the co meter is co's strips. The scenario experienced by the customer has been confirmed by these in-house studies.